Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a biliary drain procedure, the cope wire guide coiled up on itself and was unable to be removed from the patient. When the wire was pulled, the tip broke. The wire was left in the subcutaneous tissue. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Correction: adverse event and product problem. Additional information: product was not returned for investigation. Lot number is unknown so manufacturing records could not be examined. The manufacturing and qc departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. The product is manufactured to the following specifications, including a mi, and specification, which detail the manufacturing steps and controls to properly manufacture the product. Without the return of the device and with the limited information available a definitive root cause could not be determined, however; there are procedural and patient factors such as characteristics of the access site and area of concern requiring initial treatment that can contribute to this type of event.